Event description:
The customer reported that there were intermittent communication failed errors at boot up. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power signal interface board, power motor relay, and cable connectors were replaced during the service call. The system was tested and found to be working as intended and put back into service.